Event description:
A malfunction was reported on the customer's pump, which was identified by the error code malf 3, and it was determined that the malfunction could not be reset. There was no adverse impact on the customer's blood glucose level. In response, technical support arranged for a replacement pump to be sent to the customer, ensuring it would have updated software. The customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. They were guided on how to put the old pump into storage mode and instructed to return it using a prepaid return label to avoid billing. The customer also received instructions to program their settings and connect their continuous glucose monitor (cgm) to the new pump. Additionally, the option for requiring a signature upon delivery was acknowledged and confirmed by the customer.